Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that charging was taking too long. The patient reported that the last two nights he had charged for 1-2 hours and the charge icon did not move. The rep was to meet with the patient on (B)(6) 2017 to troubleshoot. No symptoms were reported. No further complications were reported. Follow-up was to be conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-06-06 reporting that the patient had not experienced any symptoms related to this event. The patient was seen on (B)(6) 2017 and the recharging logs were reviewed. The patient was only charging 0.2-0.3 hours and was not charging to 100% except for the charge session on (B)(6) 2017. The cause was determined to be that the patient was not charging more than 20 minutes and had unrealistic charging expectations. The patient¿s weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.